Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned in one piece. Final analysis found internal insulation abrasion at 2.7cm to 3.6cm from the distal tip. The abrasion was found breaching the ring electrode lumen only. The ethylene tetrafluoroethylene (etfe) cable coating was not abraded in this region. All other damages were procedural. No internal shorts or conductor fractures were found.

Event description:
This report is to advise of an event observed during analysis.